Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The wire was able to be removed from the rotablator plus device with little resistance. There is a kink along the wire body 2cm from the proximal end of the wire. Dimensional inspection revealed that the device is within specification.

Event description:
It was reported that the rotalink got stuck on the rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending proximal artery. A 1.50mm rotalink plus and 330cm gw (5pk) flop rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, inside the patient's body, it was noted that the rotalink could be pushed, however, it could not be pulled. It was stuck on the rotawire. The devices were removed together from the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotalink got stuck on the rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending proximal artery. A 1.50mm rotalink plus and 330cm gw (5pk) flop rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, inside the patient's body, it was noted that the rotalink could be pushed, however, it could not be pulled. It was stuck on the rotawire. The devices were removed together from the patient's body. No patient complications were reported.